Event description:
Subsequent to the initial medwatch reort, additional information indicated that two clips were implanted. No additional information was provided.

Event description:
This event is being filed as the cds (10321625/(B)(4)) clip introducer caused air to enter the hemostatic valve of the steerable guide catheter. There was not adverse patient effect; however, air leakage has the potential to cause or contribute to injury. It was reported that during a mitraclip procedure, after the steerable guide catheter was advanced into the left atrium, the guide wire was completely retraced into the dilator prior to removal of the dilator from the sgc. Heparin flush was continuous during the procedure. There was no resistance noted with the insertion of the clip delivery system (cds 10321625/(B)(4)) into the sgc; however, while advancing the clip introducer of the cds into the sgc, air was observed entering the chamber of the sgc. The air from the sgc was aspirated through a syringe. The sgc was unclamped from the stabilizer and lowered below the heart level of the patient. The physician did not express that he was concerned about the possibility of air traveling into the anatomy. It was reported that sealing of the sgc hemostatic ring with the clip introducer was insufficient. The cds was removed and not used. There was no macroscopic damage seen on the cds. The sgc remained in the anatomy and another cds was used successfully with the same sgc. The functional mitral regurgitation grade was reduced from 3 to 1-2 with the implantation of one clip. There was no adverse patient effect or significant clinical delay due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age (date of birth: 1939). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. The device analysis could not confirm the reported leak. Potential causes for the reported leak are, but not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during cds / guide preparation or removal technique of the dilator / guide wire, or manufacturing anomalies (tears or missing silicone in the valve). As part of the mitraclip manufacturing process, all clip delivery systems are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including a leak test and verification that silicone was applied to the ci hemostasis valve. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated no other incidents associated with the reported lot for the reported device operates differently than expected. With respect to user technique/procedural conditions, a leak can be influenced by the steps utilized at the account during device preparation, such as not fully de-airing the cds sleeve and delivery catheter or loose connections between the luer and accessory devices (stopcock, high pressure tubing or syringe). Based on the information reviewed and the analysis of the returned device, it is possible that air entered into the system as a result of user technique in removing the dilator in conjunction with user technique in advancing the clip introducer; however this cannot be definitively determined. There is no indication of a product quality deficiency with respect to the design, manufacturing, or labeling of the device.